Event description:
Manufacturer's implantable systems performance registry system reports a fluid leak from underneath and around the pump connector. This problem was discovered during a contrast study. Patient symptoms included drug withdrawal, nausea, vomiting, and diarrhea. The drug in the patient's pump included: fentanyl (5.0 mg/ml), clonidine (500mcg/ml), and bupivicain (30mg/ml) all infused at 0.1998 ml/day. Hcp did not report the patient's final outcome. Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
If analysis results become available, a follow up report will be sent.